Manufacturer narrative:
The reported complaint of inability to terminate rv pacemaker capture threshold (pct) test was confirmed. The root cause was determined to be that the merlin programmer software did not properly transmit a ¿close link¿ command to the leadless pacemaker¿s during pct when the loss of telemetry condition occurred associated with a ¿decrement pct¿ telemetry command.

Manufacturer narrative:
Correction: h11 manufacturer narrative - the reported complaint of inability to terminate right ventricular (rv) pacemaker capture threshold (pct) test was confirmed. Based on the information reviewed, the root cause was determined to be that the merlin pcs programmer software did not properly transmit the command to close telemetry channel with the leadless pacemaker (lp) during pct test when loss of telemetry condition occurred while the ¿decrement pct¿ command was in progress.

Event description:
It was reported that during an aveir dr leadless pacemaker system implant procedure, since the patient's entire chest was sterile, electrocardiogram (ECG) patches had to be placed on the patient's back. During right ventricular (rv) threshold test, there was loss of capture. The merlin programmer had lost communication and froze. The patient went into asystole; cardiopulmonary resuscitation was performed and a temporary pacing wire was placed. Ribs were likely broken from compressions. ECG patches were repositioned to the chest and conductive communication was restored, the leadless pacemaker was programmed and the procedure was successfully completed. The patient was recovering following the procedure.